Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion of the inlet tubing. Visual inspection of the catheter surface noted no visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the balloon's concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. The active length of the catheter balloon was measured (0.6710") and found to be within specification (0.5" - 0.8"). The catheter was confirmed to be 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not inflate the balloon in the urethra. [The urethra may be damage.]"

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.